Manufacturer narrative:
It was reported that the knife was discarded therefore no sample has been returned for evaluation for the report of blunt blade; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
A healthcare professional reported that a knife was blunt during a surgical procedure. The knife was replaced with a new blade to complete the procedure. There was no harm to the patient.